Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, vascular occlusion (pt: vascular occlusion), was deemed to meet serious criteria of treatment deemed necessary to prevent permanent damage. The device history record of radiesse (+) injectable implant could not be reviewed as the lot number was not reported.

Event description:
This spontaneous report was received from a (B)(6) nurse and concerns a female patient. She was injected with radiesse(+) into the bilateral dorsum of hands, for hand rejuvenation, on (B)(6) 2021. The patient had allergy to peanuts. Concomitant mediation included estrogen. On (B)(6) 2021, during the radiesse(+) injection, cannula was attempted three time into the left hand, with resistance so the injector switched to needle for treatment which resulted that the large hematoma developed to left dorsum of hand. A compression was applied until haemostasis. Capillary refill in less than 3 seconds at end of the treatment. No blanching, no pain. It was massaged with arnica gel. In the morning of (B)(6) 2021, the patient called to report that she experienced swelling and bruising to the left hand. Photos were requested, which showed discolouration of dorsum of hand and left index finger so the patient was brought in immediately for assessment. It was also reported that the photos showed blotchy discoloration on the radial side of the left index finger, as well as the radial half of the dorsum of the left hand. The patient reported that the following morning after the treatment, the tip of her left index finger was sore and tingling. She also described numbness that had since resolved. It was also reported that the patient complained of mild tenderness with pressure as well as mild to moderate swelling of the area. On exam, bilateral hands were warm, blanchable purplish discolouration to right dorsum of hand and left index finger, capillary refill in less than 3 seconds, sensation intact, slight limitation in range of motion (also reported as rom) of proximal interphalangeal (also reported as pip) joint on left hand. No areas of pallor. There was some discomfort when tip of left index finger was palpated. It was also reported that it was not felt that there were any differences in the capillary refill times in comparison to the adjacent fingers or the opposite hand. As reported, query bruise vs. Vascular occlusion (arterial vs. Venous). The patient remained in clinic x 2.5 hours with no worsening so she was discharged home while awaiting consultation with physician. The swelling in this case was mild to moderate since the physician clearly saw the wrinkles on the dorsum of the hand and the creases in the fingers. The physician recommended edema control and splinting the finger if there is pain with movement, as well has hand elevation to help reduce swelling. At the time of this report the patient was stable. The patient was going to be seen a day after this report, for follow up. The outcome of the event numbness was reported as resolved. The outcome of remaining events was reported as resolving. Follow-up information was received on 19-nov-2021: this case was upgraded to serious by merz north america, based off of follow up information received. The event vascular occlusion (suspected) was added. The events mild to moderate swelling, bruising, discolouration of dorsum of hand and left index finger, the tip of her left index finger was sore and tingling, and numbness were deleted, they were considered to be symptoms of vascular occlusion. The diagnosis was a vascular occlusion (suspected). The reporter confirmed the initial course of the adverse event. The physician prescribed acetylsalicylic acid (reported as asa) x 7 days, and a buddy splint for comfort. There was no further corrective treatment. The patient fully recovered. No systemic antibiotic was prescribed, and the patient was not hospitalized. The outcome of the events was reported as resolved, in 2021. The outcome of the event hematoma was therefore changed from resolving to resolved. In the opinion of the reporter, the events were of mild intensity, not life-threatening, not permanent and related to radiesse(+) but not to the incorporated local anaesthetic.

Event description:
Follow-up information was received on 30-nov-2021: the event hematoma was deleted, as it was considered as symptom of the vascular occlusion. The patient was injected into the subdermal plane, with a total of 3 ml of radiesse(+), into the hands. Radiesse(+) was injected with 1.5 ml into each hand. A 25g cannula and 27g needle were used. The nurse confirmed that the patient was diagnosed with a vascular occlusion. No corrective treatment was deemed necessary and no corrective treatment was completed. The outcome of the event remained unchanged.